Event description:
The customer contact reported a leak. The tubing set was connected to an unspecified device and was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked at the end part, almost near the luer lock of the tubing set. No specific details were provided. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all info known by the reporter upon query by hospira personnel.